Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/20/2017 that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event. Patient reported that her sister was not able to contact patient by phone for two (2) hours. Patient's sister contacted a friend that lived close to patient. The friend found patient passed out, and called 911. Emergency medical technicians (emts) treated patient with glucose. Emts stayed with patient until patient was responsive and okay. Patient alleges that the cgm did not display a correct low, which caused her to pass out. No glucose values were provided. At time of contact, patient is okay. No additional event or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was not returned for evaluation. The receiver being used at the time of event was returned. A visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected. A review of the downloaded data log observed inaccuracies. The customer complaint was confirmed. A root cause could not be determined.